Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a rash at the site of the adhesive on (B)(6) 2014. Patient claims the area has a bump and is dry, flaky, and itchy. Patient also reports scarring in the area. Patient did not report any medical intervention at the time of contact with dexcom technical support.